Manufacturer narrative:
The reported event of helix stretch was not confirmed. Visual inspection of the device found the helix to be within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the helix of a right ventricular leadless pacemaker became stretched during the initial implant procedure. It was suspected that it might have occurred during the 1st of two mapping attempts due to an order of operations issue. The stretched helix was discovered during the 2nd attempt and confirmed when removed from the patient. A new device was used to complete the procedure. Patient was stable with no consequences.